Manufacturer narrative:
Date of event: 2017 additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient felt the stimulation was aggravating the pain in the past year. The patient underwent an explant procedure. No device malfunction was suspected.